Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported deployment failure have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. In this case, the target anatomy was reported to be mildly calcified. The reported event also may be related to rough handling of the device during preparation or use. On the basis of the information available and as no sample was returned, a definite root cause for the reported event could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that the stent could not be deployed during a stenting procedure for treatment of the distal sfa. The delivery system was removed and another device was used to complete the procedure successfully. There was no reported patient injury.